Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "I have allergan implants and having medical problems ,pain, capsule rupture, low immune system, fatigue and I realized there is a recall" "I was seen by a doctor and was recommended removal to many infections fatigue immune system is horrible which I can not fight an illness". The device remains implanted. This record is for the left side. The events of infection, fatigue, "immune system is horrible which I cannot fight an illness" are not related to the device.